Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the delivery system. Some stent struts were misaligned and distorted. The manufacturing crimp data for this device was reviewed and measurement is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found a kink within the midshaft at approximately 3.5cm distal of the hypotube/midshaft bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, when the device was taken out from the package, it was noticed that the stent was dislodged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 3.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, when the device was taken out from the package, it was noticed that the stent was dislodged. No patient complications were reported.